Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. Acr bard and tsl are referenced including pelvicol acellular collagen matrix. No clarifying information is provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent the following: on (B)(6) 2004 release mesh; injection of kenalog; local post. Vag. Wall due to pain due to voiding dysfunction; posterior vaginal wall trigger points. On (B)(6) 2005 mesh revision/removal due to pelvic pain. On (B)(6) 2006 injection of botox to levator muscle. On (B)(6) 2006 laparoscopic lysis of adhesions and excision of vaginal band due to chronic pelvic pain; dyspareunia.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence and urinary tract infection.